Event description:
Was illegally implanted with neuralink without consent. X-ray will show implant and I never consented to this and unsure how this happened. I've been in so much pain eyes ears nose and brain with stabbing pain in my brain and have been vomitting.